Event description:
The extra long angled saber attachment was sent for service and it overheated during performance testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
The reportable event occurred during the service process.